Event description:
A falsely depressed magnesium (mg) result was obtained on a patient sample. The patient result was reported to the physician. The sample was repeated, a higher result obtained, and a corrected result was issued. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed mg result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed mg result is unknown. A siemens healthcare diagnostics customer service engineer was dispatched to the site and performed routine maintenance operations. No instrument malfunctions were identified. The instrument is performing within specifications. No further evaluation of the device is required.